Manufacturer narrative:
(B)(4). Examination of the returned product finds nothing outward that would suggest product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon didn't think the liner seated all the way after impacting. He could see fluid moving when he pressed on it. He removed it and implanted a new one. It did not happen the second time.